Manufacturer narrative:
Section g3, h4: correction manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient had a presyncope episode in the clinic. The patient also had complaints of a headache and left side facial numbness three days prior. A head CT was ordered and was negative for the acute process. A cardiac CT showed the lvad cannula positioned superiorly in the ventricle with the cannula tip abutting the interventricular septum. Despite this positioning, there was no evidence of inflow cannula obstruction during ventricular systole. According to the account, there was slight kinking noted within a portion of the outflow graft, but this did not cause significant luminal stenosis. There was no evidence of thrombus of the outflow graft or inflow cannula. The complaints of dizziness and headache were resolved after controlling the blood pressure along with receiving 500 cc IV fluids. The account reported that the patient had complaints of low flows secondary to high blood pressure. Losartan was increased to 100 mg daily and the patient was discharged and improved on (B)(6) 2018. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU lists hypertension as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events. The relevant sections of the device history records for mlp-004874 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists hypertension as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The surgical procedures section of the hm3 IFU contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages in place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events. Section 5 also instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length under ¿attaching the sealed outflow graft to the aorta.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that cardiac computer tomographic results of (B)(6) 2018 showed lvad cannula positioned superiorly in the ventricle with the cannula tip abutting the interventricular septum. Despite this positioning, there was no evidence of of inflow cannula obstruction during ventricular systole. There was slight kinking noted within a portion of the outflow graft, but this did not cause significant luminal stenosis. There was no evidence of thrombus of the outflow graft or inflow cannula.